Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a planned treatment, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, the fse found that the fuse was bad. The fse replaced the fuse. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not boot up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fuse has been replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint.